Manufacturer narrative:
(B)(4). A vps g4 system (serial number (B)(4)) with accessories was returned. A vps service engineer performed the evaluation. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies observed. A remote control and a usb cable were not returned. It was reported "inaccurate bullseye". During functional testing, the returned items were assembled into system and a simulated procedure was performed. During the testing, all steps passed, indicating the returned system was performing as intended. No problem was found with the operation of the returned system. A review of stored cases in and around the reported event date revealed multiple cases achieving a bbe. Further information from the complainant to identify the specific case has not been received as of 29 mar 2023 preventing any further evaluation of this event. A device history record review performed on console gb41014 did not reveal any manufacturing or servicing related issues. The probable cause of this issue could not be determined since the reported event cannot be reproduced and required information has not been received as of 29 mar 2023. If the required information is received, this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported "inaccurate bullseye". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "inaccurate bullseye". No patient harm was reported. The patient's condition is reported as fine.